Manufacturer narrative:
The pod arrived fully deployed. No damages or manufacturing defects were observed. No timeouts or drive stalls were observed. The pod generated an 0x1c safety alarm indicating pump has reached the pump expiration time. No problems were found regarding the reported event, the pod was found to have functioned as intended. Lot release records were reviewed and the product lot met all acceptance criteria.

Manufacturer narrative:
The device has been returned; however, the investigation is not yet complete. When the investigation is complete, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: phone_control_ios omnipod software app version: 2.2.1 operating system: 26.2 hardware: iphone17.2 cgm sensor type: dexcom g7 please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
The patient¿s spouse reported that the patient had been to the ER with hypoglycemia on (B)(6)2026. The patient's blood glucose levels declined to below 54 mg/dl while wearing the pod between 4 and 24 hours. Symptoms reported include patient unresponsive, sweating and cold. The patient was treated with intravenous glucose treatment, glucose tabs and applying honey to the gums. The patient was released the same day. The patient removed the pod prior to hospitalization. The patient¿s spouse additionally mentioned the patient has been battling short term memory which may have contributed to over-bolusing. The patient had delivered two identical boluses of 22.5 units each (for 225 g of carbs) within 31 minutes (at 9:27 pm and 9:58 pm) without using the sensor glucose value in the calculations.